Event description:
Caller states that two patients received the following readings on an inform meter within 10 minutes: 557 mg/dl, 221 mg/dl (patient b) and 405 mg/dl, 325 mg/dl (patient a). Caller states that two patients received the following readings when comparing two inform meters within 10 minutes: 405 mg/dl, 325 mg/dl (patient a, inform system 1); 174 mg/dl (patient b, inform system 2); 119 mg/dl (patient a, inform system 2). Readings of 405 mg/dl and 325 mg/dl were taken only once - no duplication of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the patient a, inform system 1. Reference medwatch with patient identifier (B)(6) for the patient b, inform system 1. Reference medwatch with patient identifier (B)(6) for inform system 2.